Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards mitral bioprosthetic valve was explanted after an implant duration of six (6) days, and replaced with another edwards pericardial mitral valve of the same size. The reason for explant was not provided.

Manufacturer narrative:
Additional manufacturer narrative: the healthcare provider has not provided any additional information and the device has not been returned for evaluation, despite multiple follow up attempts by edwards. The root cause of this explant cannot be identified or evaluated. Additional details will be reported if received, edwards will continue to review and monitor all events.